Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine generator change out procedure, the right ventricular lead exhibited high capture thresholds as well as decreased sensing. The lead was removed and replaced. There were no patient consequences.